Manufacturer narrative:
Concomitant medical products: 6944-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported that on the day of death a device check was performed and no episodes or changes in the data were identified. Following the device check the patient¿s condition suddenly changed while undergoing a computerized tomography scan. Cardiac massage was provided during the patient¿s transfer to the catherization lab. Pacing failure at maximum output was determined and the patient died on the table. Of note, the patient had recently undergone an orthopedic procedure and post-operative rehabilitation. The cause of death is not known.